Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is without stimulation and received a low battery warning. The patient suffered a fall in the past and the ipg feels as if it might be slanted. The sjm representative met with the patient but troubleshooting was unable to resolve the issue. A replacement programmer was also unable to resolve the issue. Program parameters indicate premature battery depletion. Surgical intervention may take place at a later date to address the issue.